Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one gia 80-3.8mm single use loading unit. The event report alleges the product was not used in a surgical procedure. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for a device related failure for this condition. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the right hemi colectomy procedure the device would not fire. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.